Event description:
A zoll distributor returned a monitor indicating that it would not communicate with a test electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt monitor sn (B)(4) is underway. The reported problem (cannot complete testing) is being investigated. As received, the monitor would not complete testing. The root cause is still underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.